Event description:
Approximately twenty-one months post hvad implantation, the patient reported that when he disconnected his hvad, there was no audible alarm. The patient¿s family member also stated that she had not heard an alarm during the vad disconnect. The hvad was stopped for approximately 2 hours according to the patient. The patient was stable during the event and the pump restarted when the patent re-connected the hvad. The patient was readmitted to hospital for observation related to suicide risk. The site exchanged both the patient¿s primary and back-up controllers.

Manufacturer narrative:
The controller was returned; various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Thorough external visual inspection of the controller revealed no signs of physical damage or contamination. During functional testing, the no-power alarm remained silent when power was disconnected. Further analysis revealed a failed battery inside the controller, which caused the alarm to remain silent. An internal investigation (CAPA) has been opened to address the issue.

Manufacturer narrative:
The product has been returned for evaluation, but the analysis is not yet complete. Preliminary review of the controller alarm logs do not reveal any alarms recorded at the time of the reported event. The controller data log reveals that the pump was stopped a maximum of 3 hours, 6 minutes.